Event description:
Complaint is reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced a 3.5x28mm promus element stent to treat the target lesion located in an unspecified vessel, but the stent was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: visual examination of the device found that the stent was damaged at both its proximal and distal ends. An examination of the distal section of the stent found that it had been stretched considerably and review of the proximal edge found that one strut had been pulled / stretched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).